Event description:
The opening mechanism is unable to perform when used to stop the patient from bleeding. Used three different hemostat products (same batch) all unable to work properly. When able to open the homeostasis was unable to coagulate where needed. The existing products held by user have been replaced and they are being returned to pentax UK. No clinical incident has been raised. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
G4: this device is not distributed in the USA; therefore, the PMA/510(k) number is not applicable. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information. 9610877-2024-00169_hs-d2622_(B)(6)_the opening mechanism is unable to perform. 9610877-2024-00170_hs-d2622_(B)(6)_the opening mechanism is unable to perform. Hs-d2622_c226875_the opening mechanism is unable to perform.

Manufacturer narrative:
Correction information: b4: date of this report. G6: follow-up #: 1. H2: if follow-up, what type? H3: device evaluated by manufacture. H6: adverse event problem. Additional information: d4: primary unique device identifier (UDI). H4: device manufacture date. Evaluation summary: event that occurred is the opening mechanism is unable to perform. Based on the investigation, the opening mechanism is unable to perform when used to stop the patient from bleeding. Used three different hemostat products (same batch) all unable to work properly. When able to open the homeostasis was unable to coagulate where needed. The existing product held by facility have been replaced and they are being returned to pentax united kingdom. No clinical incident has been raised. Based on the report, it was determined that the sheath buckled under load when the product was inserted into an endoscope made by another manufacturer, causing friction between the sheath and the internal control wire and making it difficult to open and close the tip cup, however, this was not identified. If this event is detected during the pre-use inspection, the endoscope is not used for endoscopy. If the event occurs during use, the equipment concerned will be handled in accordance with IFU and does not affect patient safety. Based on the trend analysis, there is no significant increase in repair complaints for this failure mode/hazard, and no increasing trend. A device history record (DHR) review was performed by the manufacturer. The review by DHR confirmed that the instrument was manufactured under normal conditions on 21-sep-2022 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 22-oct-2022. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed. 9610877-2024-00169_hs-d2622_(B)(6) _the opening mechanism is unable to perform_fu1. 9610877-2024-00170_hs-d2622_(B)(6) _the opening mechanism is unable to perform_fu1. 9610877-2024-00171_hs-d2622_(B)(6) _the opening mechanism is unable to perform_fu1.